Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was fully fired. The anvil was bowed. The clamp bar had broken out of the anvil. The loading unit had broken knife blade. Due to the condition of the instrument and loading unit, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting when the tissue was cut, the stapler was able to fire but there was poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. Some staples were pinned and some could not be pinned. The surgical time was extended by thirty minutes due to the three product problems. The incision was extended due to the product problem but not more than one inch. The jaws of the device locked on tissue and the instrument was removed by flushing attraction. Some staples also fell into the patient's cavity but the doctor used flushing water to retrieve it and it was sucked out with a suction device. The patient had been able to complete the operation with one of the staplers and three reloads. But, the patient used two of the staplers, five reloads and another device of the competitor. They extended the patient's hospital stay by one week. The devices were replaced to complete the case.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting, during the cutting of the tissue, the stapler was able to fire, but there was a poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. The surgical time was extended by 30 minutes or more due to the 3 product problems. The incision was extended due to the product problem, but not more than 1 inch. The devices were replaced to complete the case. The jaws of the device locked on the tissue and the instrument were removed by flushing attraction. It was noted that the staple line did not close and the nails were gone.